Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed a hematoma following an implant procedure. The hematoma was drained. The device was subsequently explanted and the patient was re-implanted with a new device. There were no reports of further complications.